Manufacturer narrative:
Submit date: 10/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lap sponge from within a major kit. The customer reports the patient was undergoing removal a bilateral tissue expanders and placement of permanent implants. The lap sponges provided in the surgery pack left a string of sponge material 5 cm in length in the patient's wound. The string was observed and retracted using surgical instrumentation. There was no immediate harm to the patient.